Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/19/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported fingerstick values were entered during error display. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on 06/09/2016. The reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed. However, a root cause for the reported inaccuracies cannot be determined. It was reported that calibration was performed while the error reading symbol is displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again. However, a root cause for the reported inaccuracies cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of inaccuracies. The root cause was could not be determined.